Manufacturer narrative:
(B)(4). Local distributor replaced the strap on the lift. Lift is now functioning as designed.

Event description:
Facility alleged that as they were lifting a pt, the staff heard a popping sound and the strap frayed. Strap did not break. Pt was not injured.